Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the maintenance unit had stiff tube. The issue was found during maintenance. There were no reports of patient involvement.